Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise on the shock channel and high pacing thresholds a few months after it was implanted. Testing determined there was no oversensing and the noise was attributed to myopotentials. All other electrical measurements of the lead were normal and the patient was not dependent. However, as the pacing thresholds continued to rise, the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The complete lead was returned to boston scientific¿s post market quality assurance laboratory. A thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.